Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that they experience high blood glucose. Customer¿s blood glucose level was 500 mg/dl. Customer stated that the insulin pump had insulin flow block alarm after changing reservoir. Customer stated that the issue was resolved by changing complete set. Customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.